Manufacturer narrative:
Concomitant medical products: 690r28 heart ring; 40025 tissue valve; 310c29 tissue valve, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead alerted for out of range high impedance. Reprogrammed was performed to inactivate the lead and set pacing to vvi. The lead remains in the patient with continued monitoring. No patient complications have been reported as a result of this event.